Event description:
It was reported the pt was to have the ipg replaced. Additional info was received from the medical record review which indicated the ipg was replaced to due the ipg no longer holding a charge and was likely inoperable. Notes regarding the pt status approximately 10 days after the procedure identified the pt did not have issues postoperative; the replacement ipg was working and the surgical site had healed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.